Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose. The patient felt sick and had headache. The patient treated with manual bolus. The blood glucose level was 500 mg/dl at the time of hospitalization. The patient was in the hospital for more than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006801, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6006801". The count of complaint is 3 which is equal 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6006801 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac 12 on 23/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. The sub-assembly. Gluing of tubing of the lot 4a04798 manufactured in the gluing automatic machine 04, 05, 08, on 30-jan-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4c04395 manufactured in the gluing automatic machine mp04, mp05, mp08, on 20-mar-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4d03082 manufactured in the gluing automatic machine mp04, mp08, on 21-apr-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4d04047 manufactured in the gluing automatic machine mp08, on 21-apr-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4d00031 manufactured in the gluing automatic machine mp08, on 02-apr-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 4d02477 manufactured in the gluing automatic machine mp08, on 13-apr-2024, with a total of (B)(4) units. Test results: no photo was provided; physical samples will not be returned. In order to test the product, the reference samples from the lot have been requested, however, the reference samples for the lot 6006801 have already been previously tested in the complaint (B)(4) on 03/may/2025. Investigation process of the complaint was carried out in accordance with: (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and- (wi) guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and malfunction code, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.